Manufacturer narrative:
(B)(4)

Manufacturer narrative:
An investigation of damaged ostase qc and calibrator vials was conducted at bci. It was determined that the glass vials are not compatible to freezing at -70 degrees c.

Event description:
...

Event description:
Beckman coulter (B)(4) reported a damaged access ostase qc vial, which leaked the content. There was no report of effect to patients or end users in association to this event.